Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to dislodgement and loss of capture. On chest x-rays, this lead was not near the right ventricle and was hanging straight down in the atrium. Reportedly, the device migrated down through the very superficial pocket that was created and settled in the patient's right breast, which is possibly the reason why this lead was pulled back. It is not expected that this lead returns for analysis. No additional adverse patient effects were reported.